Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 26mm sapien 3 ultra resilia valve, there was greater than normal force advancing the valve through a 14fr esheath+ in the right femoral vein, the system was removed, a new system was placed, and a small hematoma was seen in the upper right femoral vein and did not require medical intervention, aside from reversing the heparin. After additional force was required during the first attempt, when the team scanned down to the femoral veins, the valve was seen to have exited the sheath through the seam in the mid-segment, and the sheath was notably kinked as was the indwelling safari wire. The system was removed as a single unit, without apparent injury at the puncture site. A 24fr non-edwards sheath was then advanced without incident into the right femoral vein. The new non-edwards wire was then placed across the mitral valve into the left ventricle. A new commander delivery system and a new 26mm sapien 3 ultra resilia were prepped in the prescribed fashion. The new system was then introduced into the sheath and ultimately advanced across the mitral valve without incident after mounting of the valve on the balloon in the inferior vena cava. After successful implant within the existing 27mm non-edwards surgical valve, the system was removed without incident. Upon guidewire removal, an angiogram was performed, revealing a small hematoma in the upper segment of the right femoral vein. The team monitored her hemodynamics for approximately 30 minutes without any changes in hemodynamic pressures. After consulting with a vascular surgeon, it was decided to reverse the heparin, continue monitoring for changes in blood pressure. After a period of time, the patient was moved to a monitored bed and observed through the night. No incident was noted during the hospital stay. The patient was extubated the following morning, and the groin and pelvis were both noted to be stable and no hemoglobin drop was found in her bloodwork.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. No kink was observed on the sheath; however, notable curvature was observed on the sheath shaft. The liner expanded approximately 2.5 inches, starting from the distal strain relief. The crimped valve was approximately halfway within the expandable portion of the sheath shaft, and was exposed through the torn liner. The liner tear was approximatley 3 inches in length. The distal 1.25 inches of the liner was unexpanded and the distal tip was unopened. Due to the condition of the sheath, no functional testing was performed. Liner thickness was measured along the liner tear and all measurements met specifications. While the IFU/training manuals specific to this event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this event. The content adequately provides warnings and instructions for use regarding the reported complaint event. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the liner puncture was confirmed based on evaluation of the returned device. Available information suggests that excessive device manipulation likely contributed to the event as it was indicated in event description that after additional force was required during first attempt, the valve was seen to have exited the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, hematoma, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to the hematoma mentioned. Investigation results are inconclusive, as the exact cause is unknown. However, the event could be related to the mechanism described above. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, following receipt and review of medical records. B4, g3, g6, and h2 have been updated. B5, b7, h6: impact code and h11 have been corrected. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04335. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. No kink was observed on the sheath; however, notable curvature was observed on the sheath shaft. The liner expanded approximately 2.5 inches, starting from the distal strain relief. The crimped valve was approximately halfway within the expandable portion of the sheath shaft, and was exposed through the torn liner. The liner tear was approximatley 3 inches in length. The distal 1.25 inches of the liner was unexpanded and the distal tip was unopened. Due to the condition of the sheath, no functional testing was performed. Liner thickness was measured along the liner tear and all measurements met specifications. While the IFU/training manuals specific to this event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this event. The content adequately provides warnings and instructions for use regarding the reported complaint event. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the liner puncture was confirmed based on evaluation of the returned device. Available information suggests that excessive device manipulation likely contributed to the event as it was indicated in event description that after additional force was required during first attempt, the valve was seen to have exited the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, hematoma, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to the hematoma mentioned. The available information suggests/indicates that patient factors (see extensive co-morbidities in b7) may have caused or contributed to the adverse event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 26mm sapien 3 ultra resilia valve with in a 27mm surgical valve, there was greater than normal force advancing the valve through a 14fr esheath+ in the right femoral vein, the system was removed, a new system was placed, and a small hematoma was seen in the upper right femoral vein and did not require medical intervention, aside from reversing the heparin. After additional force was required during the first attempt, when the team scanned down to the femoral veins, the valve was seen to have exited the sheath through the seam in the mid-segment, and the sheath was notably kinked as was the indwelling safari wire. Per the medical record, it was noted the valve kinked on the wire while advancing through the iliac vein. The system was removed as a single unit, without apparent injury at the puncture site. A 24fr non-edwards sheath was then advanced without incident into the right femoral vein. The new non-edwards wire was then placed across the mitral valve into the left ventricle. A new commander delivery system and a new 26mm sapien 3 ultra resilia were prepped in the prescribed fashion. The new system was then introduced into the sheath and ultimately advanced across the mitral valve without incident after mounting of the valve on the balloon in the inferior vena cava. After successful implant within the existing 27mm surgical valve, the system was removed without incident. Upon guidewire and sheath removal, an angiogram was performed, revealing a small hematoma in the upper segment of the right femoral vein, where the wire and sheath had previously been kinked. The team monitored her hemodynamics for approximately 30 minutes without any changes in hemodynamic pressures. After consulting with a vascular surgeon, it was decided to reverse the heparin, continue monitoring for changes in blood pressure. A figure of eight stitch was placed with adequate hemostasis achieved. After a period of time, the patient was moved to a monitored bed and observed through the night. No incident was noted during the hospital stay. The patient was extubated the following morning, and the groin and pelvis were both noted to be stable and no hemoglobin drop was found in her bloodwork.